Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to expand. The procedure was completed by completely expanding the stent. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned. The evaluation of the returned sample confirmed that the user experienced an expansion issue with the stent during deployment. On the returned sample the stent brake was found shifted in distal direction which indicated that during deployment the stent adhered to the stent brake. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to expand. The procedure was completed by completely expanding the stent. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned. The evaluation of the returned sample confirmed that the user experienced an expansion issue with the stent during deployment. On the returned sample the stent brake was found shifted in distal direction which indicated that during deployment the stent adhered to the stent brake. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4(expiry date: 08/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to expand. The procedure was completed by completely expanding the stent. There was no reported patient injury.